Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system (exact type unknown) was implanted on (B)(6) 2007. An ams perigee was also implanted during this procedure. According to the complainant, the obtryx was explanted on (B)(6) 2011, along with the perigee. All other information is unknown and reportedly unavailable.